Manufacturer narrative:
(B)(4):pinion axle, spring cartridge lockout. The analysis results found that the lts60a device was received with the firing trigger damaged and with a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support and short rack were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the handle broke off of the device while firing, partially cutting the renal artery. The surgeon put a clamp on the vessel and used a competitor's device to complete the procedure. There was no report of excessive bleeding or blood products being used . There was no adverse consequence to the patient.